Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 1.3 mmol/l (strip lot 476396), 1.6 mmol/l (strip lot 476396), and then the customer switched to a 2nd vial of strips and received a result of 8.4 mmol/l (strip lot unknown). Results were obtained using different strip lots. The lot number from the 2nd vial of strips was not provided. No adverse event was reported. Return of the suspect device was requested for evaluation, however the customer has declined to return the product.